Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was possible overdischarge. The patient stated the ins was not working. Recharger charged from the wall but the patient was not able to charge the ins. The patient confirmed the recharger showed reposition antenna screen. The programmer was showing poor communication screen. The patient noted the last time they charged the ins was a while ago and they could not remember when. They mentioned they were scheduled from an MRI on wednesday. The patient was redirected to their healthcare provider. No symptoms were reported. Additional information was received from the patient. Patient reported overdischarge was confirmed with manufacturer representative (rep). They tried to reset the battery several times by holding down buttons. They then got into a countdown, but that didn't solve the problem. The patient needs the battery replaced and the rep is coordinating that with the physician.